Event description:
It was reported that the patient presented to the device clinic for follow up. Upon interrogation, myopotential inhibition due to non-sustained right ventricular oversensing was seen on the defibrillator. The noise was reproducible with pressing hands together and valsalva. The low frequency attenuation filter was turned off. The patient was in a stable condition.